Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient called to report that they received treatment with skinvive¿ by juvéderm®. Three days later, patient experienced inflammation and ¿pimple-type bumps in all the areas where the needle was inserted. Four days later, the patient went back to the spa and had the product dissolved; however, in the following days the inflammation and pimples were worse. Six days later, the patient went back to the spa and was injected with a dissolver again and was prescribed oral steroids for 5 days. While on the steroids the inflammation resolved but after the medication was completed the inflammation and pimples returned. Nine days later, patient went to a different facility and had it dissolved; however, it got worse. The symptoms are ongoing.